Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of discrepant results on their coaguchek pro ii meter serial number (B)(4), against laboratory results using thromborel s. The meter belongs to 1 patient of the medical centre, and is solely used by that 1 patient. On (B)(6) 2018 patient meter results were 4.3 inr and 4.1 inr. 30 minutes later that day, the laboratory results were 3.3 inr. The laboratory results were believed. No therapeutic decisions were made based on either result. The patient's therapeutic range is 2.0 ¿ 2.5 inr. No adverse event occurred. The patient does not have antiphospholipid antibodies, is not anemic, and is not on heparin or direct thrombin inhibitors and did not have any recent dietary changes. The patient had recently been on medicine for a cold and flu. Relevant retention test strips (lot 322039) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The test strips and vial were returned and showed no defects. The returned test strips were measured with the current test strip master lot # 28632180. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter: donor 1: 2.4 inr, donor 2: 2.6 inr. Customer lot and reference meter: donor 1: 2.4 inr, donor 2: 2.7 inr. The maximum difference between measurements with the same blood sample was 4%. The returned customer material and retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined. Sections were updated.